Event description:
During a stenting procedure in the sfa, the physician deployed a smart 8x100 stent, and post-dilated the stent with a 6x10 opta pro pta balloon. The length of the balloon highlighted that the stent was shortened by approximately 2cm. The stent was post-dilated without any event, and a second smart stent was 8x80 was placed as planned without any difficulties. The lesion length was 17cm, with a vessel diameter of 6mm. The calcification was mild, there was no tortuosity, and the sds was noted to have crossed the lesion without difficulty. The device was used as per the IFU according to the reporting affiliate. There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.